Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and mildly calcified lesion in the left circumflex coronary artery. During the procedure, the distal portion of the ht bmw elite guide wire was noted to be broken in two separate pieces. Another device was used to retrieve the guide wire, and it was confirmed that no part of the guide wire remained in the patient anatomy. Another unspecified guide wire was used to continue the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
The following additional information was received: resistance was noted with the anatomy during advancement of the guide wire and the guide wire did not cross the lesion. No additional information was provided.

Manufacturer narrative:
Device codes: 2524 labeled. Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.